Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
According to the available information, there was a leak in the tubing near the left side of the cylinder which resulted in a pump collapse.

Manufacturer narrative:
A titan touch pump, and cylinders 1 and 2 were received for evaluation. Abrasion was noted on all tubes of the pump. No functional abnormalities were noted with the pump. A separation within abrasion was noted on the exhaust tube of cylinder 1. This was a site of leakage. No functional abnormalities were noted with cylinder 2. Based on examination of the returned product, it was concluded that while in-vivo both all pump tubes had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to the exhaust tube of cylinder 1 to abrade against the cylinder bladder, resulting in a separation in the tubing. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information the titan touch was implanted on (B)(6) 2016 and revised on (B)(6) 2021 due to a leak in the tubing near the left cylinder.